Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported the customer had high blood glucose levels. Per health care professionals instructions customer will be disconnected from the pump for 2 days to stabilize his blood glucose level.

Manufacturer narrative:
Corrected data.